Event description:
Boston scientific received information that the device delivered one tachy therapy shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The rate cutoff (rco) was reprogrammed to 200. The delivered shock displayed a shock impedance measurement of greater than 125 ohms. One month later, the patient was checked and shock impedance measurements were greater than 200 ohms. Technical services was consulted and discussed recommendations. The physician elected to continue to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a code was displayed upon interrogation indicating that an open circuit was detected during shock delivery. It was noted that the right ventricular (rv) shock impedance continued to be high and out of range at greater than 200 ohms in all vectors. A lead fracture was suspected. A revision procedure was performed where the rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.